Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The UDI is unknown because the serial number and/or lot number were not provided. UDI is not available the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation. Surgical intervention took place on (B)(6) 2022 wherein a lead was added to address the issue.